Manufacturer narrative:
A new sample was collected from the patient and tested on the e 801 analyzer on (B)(6) 2021, resulting in the following values: ft4 = 25.8 pmol/l, ft3 = 5.10 pmol/l, and tsh = 0.84 mui/l.

Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations of the sample determined that it does not contain an interfering factor against the streptavidin or ruthenium label components of the ft4 assay. The investigation could not identify a product problem. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and differences in the standardization methodology used.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys ft4 iii assay on a cobas 8000 e 801 module. The sample initially resulted in a ft4 value of 26.9 pmol/l (reference range = 12 - 22 pmol/l) when tested on the e 801 analyzer. The sample was sent to another site for testing on an unknown competitor analyzer, where it resulted in a ft4 value of 17.5 pmol/l (reference range = 9.0 - 19.0) on 24-sep-2021. The sample was also treated in a heterophile blocking tube and repeated on the e 801 analyzer, resulting in a ft4 value of 29.7 pmol/l. The serial number of the e 801 analyzer is (B)(4).